Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the paced dependent patient presented for follow up after an unrelated procedure. Upon device interrogation, the right ventricular exhibited noise oversensing that led to pacing inhibition. It was unknown as the cause of the pacing inhibition. No intervention was performed. The patient was stable.

Event description:
New information received on feb 5, 2019 indicating that the patient presented on (B)(6) 2019 for lead revision procedure and the lead was capped and replaced. The patient was stable post procedure.